Event description:
It was reported that, during the implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) system, low amplitude and undersensing was observed on the primary and alternate vectors, the device was programmed into the secondary vector as it was the only acceptable. However, after the procedure was completed, the system was reanalyzed and all vectors showed low amplitudes and undersensing. It was decided to keep the system implanted and a reassessment of the system will be performed in the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that various episodes of inappropriate shock were found on the historic data of the patient during a follow up due to t-wave oversensing. The system was reprogrammed into the primary vector. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.